Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. No additional patient or event information is available. The data log was provided by the patient. The data was reviewed on 08/03/2016 and confirmed the reported loss of connection. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing and a pairing test was performed and the tests failed. A review of the shared log confirmed the reported event of a loss of connection. The root cause was determined to be a defective transmitter.